Event description:
The patient reported: my right front tooth needs a root canal. I am also almost ready for my next set of aligners. Clinical review: clinical findings were provided, but the patient is not yet cleared to move forward. The team has requested the remaining letter of recommendation from the doctor of dental surgery to evaluate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Report #3014845255-2024-03094 is a duplicate of report #3014845255-2024-02956 issued on 12-11-2024.